Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The philips remote service engineer (rse) confirmed the x-ray exposure was not available because of a shutter error. After reviewing the log file, rse found that collimator errors. A philips field service engineer (fse) examined the system on-site and found that the collimator in faulty state. To resolve the issue fse swapped collimators and installed collimator on allura system. Fse adjusted the collimator. After installing the collimator, the system is returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the x-ray exposure was not available because of a shutter error. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.